Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. The patient reported having issues with the recharger again. Pt stated this is the third recharger they have had. Patient reported they were only able to charge it twice and stated it never really died. Pt stated they "thought maybe the other two were affected" (agent unclear what pt meant by this). Pt reported recharger battery lightsare rapidly scrolling "down, up". Pt stated they held power button down for 60 seconds to try to reset it and reported it's still not working. Pt confirmed recharger was on the docking station on the call. Pt confirmed using correct charging cord with docking station and confirmed green light was present on docking station to indicate dock was getting power. Pt stated they had docking station plugged into a surge protector before but stated they do not have it plugged into a surge protector now. Pt confirmed docking station was plugged directly to an outlet. Pt stated recharger battery lights were rapidly scrolling from top to bottom (later stated going up and down) while on the dock during the call. Pt reset recharger on the docking station and stated that did not resolve the issue. Pt took recharger off docking station and stated lights went out for a "split second" then started blinking (rapidly scrolling) again. Pt stated recharger would not power on. Pt reset recharger while off the docking station and stated lights went out, then came back on (starting rapidly scrolling) and then went back off again. Pt let go of power button and stated battery lights started scrolling again and recharger still would not power on. Pt provided event date as "um it was a week ago, end of last week". Pt stated they were "trying to charge it" and it had been two weeks since they charged it. Pt initially stated it charged fine and picked it up really easy. Pt then stated when they were trying to charge it made a beep noise before it finds their device so pt stated they turned recharger off and back on to try to find it and that's when recharger battery lights started scrolling. Pt stated it was having a hard time finding their device. Pt made a comment during the call that they have lost 40 lbs and stated they don't know if that has anything to do with it. Pt inquired if it could "be my device". Reviewed general overview of recharger. Sent email to repair for recharger replacement. Redirected pt to hcp if issue persists. Please note, agent had a difficult time following when pt was providing details of event and made best attempt to document all relevant event information.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6): product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.